Manufacturer narrative:
The device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed.

Event description:
Distributor reported on behalf of user facility that the tracheostomy tube was found to the deflating at the cuff after 5 days in situ. Replacement of the tube was required. No adverse effects to the pt were reported.